Event description:
(B)(4). Abnormal bleeding and pain, which turned into sharp pelvic pain, bleeding between periods, back chest joint pain, heartburn, gi issues, headaches, hair lose, severe bloating. I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is manufactured by (B)(4), formally conceptus inc. My lot numbers ess305, a33565. The device has a 3 year shelf life however I do not have that date. I have been seen by implanting doctor, pcp and 2 specialists. Because if all the side effects I had to have to have lavh removing fallopian tubes/essure.